Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken black connector nut on the system controller was confirmed via visual inspection. The returned system controller, serial number (B)(6), had a portion of the black connector nut missing. The damaged nut did not affect the ability for the connector to make full contact or tighten for a secure connection. The system controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. Additional information provided stated that the damage was just cosmetic and did not cause any technical issues. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. B) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a broken screw on the black power cable of the system controller. The patient switched to their backup controller and the clinic provided a new controller as backup to the patient. The affected system controller would return.